Event description:
It was reported that the vns patient had passed away due to an unknown reason. The cause of death was not provided. Attempts for further information have been unsuccessful to date. A copy of the death certificate has been requested.